Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown sleeve/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 when surgeon was using the plate with the guide, the distal two holes did not line up correctly with the guide and drill sleeve. The guide was checked to make sure it was attached properly. Another plate was opened up and it lined up properly. There was no surgical delay reported. Surgery was competed successfully. This report is for one (1) unknown sleeve. This is report 3 of 3 for complaint (B)(4).